Manufacturer narrative:
Investigation: due to the circumstance that we did not receive any devices, a detailed investigation is not possible. Batch history review: the device quality and manufacturing history records have been checked for all available lot numbers. The device history file has been checked and found to be according to our specification valid at the time of production. No similar incidents have been filed with products from this batches. Conclusion and root cause: due to the circumstances that we did not receive any products for investigation, it is not possible to determine the cause of the loosening. We assume that this failure is not product related. Rational: there are no hints of a product or design related failure. There are no more complaints with this lot numbers registered in our system. It could be possible that the surgeon did not use the cement as intended. No CAPA is necessary.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going. Device not returned.

Event description:
Country of complaint: south korea. A patient underwent a total knee arthroplasty (tkr) in 2014. Two years later, the patient had a problem with the femoral loosening. A revision surgery was performed. Components in use listed as concomitant devices are: nx028k / vega ps femoral component cemented f3r; nx1050k / vega tibial plateau cemented; nx100 / vega ps gliding surface to/o+ 10mm; n0481 / e.motion patella 3-peg pi 26x7mm; nb090k / tibia extension stem d12mm l12mm.